Event description:
Female for laparoscopy preop diagnosis pelvic pain, endometriosis. While the physician was performing the laparoscopic procedure, a small white foreign body was detected in the abdominal cavity. The foreign body was removed without difficulty. Physician felt foreign body was a piece from the 12mm trocar. No apparent injury to patient.